Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system did not start up on three subsequent occasions. Once booted, the navigation system was unresponsive to prompts from the user. To restore functionality, the computer of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that there were two bad blocks on the hard drive of the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system started at the splash screen and would not progress past. It was noted that the monitor would boot up and display text then shut off without prompt from the user. It was noted that restarting the system did not restore functionality. It was reported that the display cables were seated properly. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.